Manufacturer narrative:
Patient information was unavailable from the site. After the case the o-arm was rebooted and worked correctly for approx. 1 hour then the same error occurred. A medtronic representative visited the site to asses the system and then replaced the system control board and the atp board. An operational check was performed following the gain calibration, and normal operation of the system was confirmed, thus completing the repair. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while trying to take a confirmation spin during a spinal fusion procedure, the medtronic imaging system would not take images. The 2d ap and lat were successful, but when the operator tried to take a 3d spin, nothing happened. The surgeon chose to use the 2d images to confirm placement instead of further troubleshooting. There was no impact on patient outcome.